Manufacturer narrative:
Additional information was received that the patient was having charging issues. The charging issue was believed to be caused by the frayed lead. The patient underwent a revision procedure wherein the lead and the ipg was replaced and the pocket site was relocated. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision procedure, it was discovered that the patient's lead tails were frayed, exposing the internal filaments. High impedances were noted on the lead. The physician was not able to explant or revise the lead during the procedure. The patient was referred to another physician for lead revision.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that during the patient's revision procedure, it was discovered that the patient's lead tails were frayed, exposing the internal filaments. High impedances were noted on the lead. The physician was not able to explant or revise the lead during the procedure. The patient was referred to another physician for lead revision.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during the patient's revision procedure, it was discovered that the patient's lead tails were frayed, exposing the internal filaments. High impedances were noted on the lead. The physician was not able to explant or revise the lead during the procedure. The patient was referred to another physician for lead revision.